Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics where called to assist customer at home. The blood glucose reading was 52 mg/dl when the paramedics arrived. Caller stated that the customer took a correction bolus and went to bed, when she woke up she was disoriented and paramedics where called. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.